Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a log review which confirmed the reported issue. The gas inlet valve (giv) and the anesthesia control board (acb) were replaced to resolve the reported issue.

Manufacturer narrative:
Ge healthcare (B)(6) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.